Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer (drawer 1) rails were not sliding properly. Users had to pull the drawer with force, which caused the connection at the back of the drawer to disconnect, resulting in a ¿device not detected on bus¿ failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. The good faith attempts were made to obtain additional information. The technical support specialist (tss) sent them an email but no response, it's a 3rd party cie that fixes es medstations they have a sun contract with bd. Additional information was added to the record if and when it was received.